Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because battery indicator was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check supply line alarm. The report was not confirmed in the lab due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted (B)(4) regarding a check supply line alarm that occurred on the homechoice (hc) unit during prime. The technical service representative (tsr) instructed the home patient (hp) with troubleshooting steps. The hp stated the hc finished the prime cycle but the patient line still had some air in it. The tsr started assisting the hp through the reprime patient line procedure. When asked if the line was in the organizer, the hp stated that he was connected and had been the entire time. The tsr instructed to start over with new supplies and not to connect until the display stated to "connect yourself". The hp confirmed he understood and would start over with new supplies. No patient injury or medical intervention was reported. On (B)(6) 2010 (B)(4) contacted the hp's peritoneal dialysis clinic regarding the report that the hp had been connected during the prime. The nurse (rn) stated that this patient had moved to a different state and was not affiliated with her clinic any longer. The rn was not able to provide with further follow up information. No further information is available.

Manufacturer narrative:
(B)(4). The sample is not available. Should additional information become available, a follow up MDR will be sent.